Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) cannot be loaded properly during squeezing the blue wings until "1" appear in the window. They opened another set of heartstring and finished the surgery. No procedural delay. No harm/effects to the patient due to the defective device.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h6, h10. The device was not returned to maquet cardiac surgery for investigation; however a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The seal was observed in the loading device window. The seal was observed to be cracked between the last two rungs of the seal. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "fitting problem" was not confirmed, however the analyzed failure "crack seal " was observed. The lot # 3000274594 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.